Manufacturer narrative:
At this time, this device has not been returned. If additional information is received, this report will be updated.

Manufacturer narrative:
Our records indicate this device remains implanted. If additional information is received, this report will be updated.

Event description:
Boston scientific received information that the patient with this implantable cardioverter defibrillator (ICD) developed an infection. The entire system will be explanted in the near future. It was noted the patient was receiving intravenous antibiotics.

Event description:
Additional information indicated this device has now been explanted.